Manufacturer narrative:
No information has been provided to date. A device history record review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the pump had a no disposable pump won't run alarm. The patient had already turned the pump off. The pump was turned on and the settings were reviewed. The alarm returned. The pump was turned off, the tubing was clamped and the cassette was removed. Air was noted in the line. The tubing was massaged while the green tab was depressed and the cassette was tapped on a hard surface. The cassette was reattached, the pump was restarted but the alarm was returned. Troubleshooting steps were repeated once more but the alarm persisted. The pump was turned off and the tubing remained clamped near the port site. The patient was instructed to call the clinic when they open for further instruction. No patient injury was reported.